Manufacturer narrative:
Unit received with esc and act buttons that did not respond due to flattened button dome switches. Unit received with cracked and bleeding lcd glass. Unit had missing segments due to damaged lcd glass, and unit display was not blank.

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive, the display is blank and the pump is cracked. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.